Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely calcified left circumflex artery #13. Using a guidezilla,the physician advanced an unspecified stent delivery system to the target lesion. Upon removal of the guidezilla, the connection part between the shaft and the guiding lumen was "loosing". The physician pulled the guidezilla lightly and the guidezilla was noted to be separated. No additional patient complications were reported and the patient's status is good.